Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03958. It was reported that after the patient underwent a trial procedure on (B)(6) 2021, the patient reported that they could not feel much of their legs and feet. Patient had difficult time standing. The patient's physician sent the patient to a nearby hospital, where it was decided that the leads would be explanted to resolve the issue.